Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for a follow up. The device was found to be in backup vvi mode. A device download was successfully performed. Device remains implanted.